Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The insulin pump was unable to perform the displacement test due to missing segments. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot. Visual inspection shows that damage to the belt clip slot is a crack and not broken as reported by the user.

Event description:
The customer reported via phone call that the insulin had severe damages. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump had cracks on the top of the pump and on the screen.